Manufacturer narrative:
Journal name: lancet issue: lancet 2016; 388: 2607¿17 article name: very thin strut biodegradable polymer everolimus-eluting and sirolimus-eluting stents versus durable polymer zotarolimus-eluting stents in allcomers with coronary artery disease (bio-resort): a three-arm, randomised, non-inferiority trial. Ref: http://dx.doi.org/10.1016/ s0140-6736(16.

Event description:
It was reported in a journal article that a study was carried out involving resolute integrity drug eluting stents vs two non-mdt brand devices. Vessels treated in the study using resolute integrity drug eluting stents included left main stem, lad, lcx, rca, bypass graft. Lesion characteristics included chronic total occlusion, in-stent restenosis, bifurcation and severe calcification. Adverse events related to patients with resolute integrity drug eluting stents include death including cardiac death, mi, tvr, tlr <(>&<)> stent thrombosis .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.